Event description:
It was reported from the office of dexter dental center that a silent nite appliance experienced a fracture. The patient was reported as a 51-year-old female with a medical history of bruxism. Oral hygiene was reported as good. The appliance was delivered on 10/29/2024. Symptoms reportedly began on (B)(6) 2024, and the patient presented with the issue on (B)(6) 2024. Reported patient symptoms included pain and irritation of the gingival soft tissue. The patient discontinued use of the device on (B)(6) 2025, and the symptoms reportedly resolved following discontinuation of use. Reportedly, the patient followed the cleaning and storage directions per the device instructions for use. No permanent injury or additional medical or surgical intervention was reported. The appliance was replaced with a product similar to the complaint product.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).